Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to erosion. A new 18cmx12mm ipp device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted

Manufacturer narrative:
Corrected information: related component information for: model number: 72402970, lot number: 397657005, catalog description: reservoir 65 ml iz.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to erosion. A new 18 cmx12 mm ipp device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of erosion was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. The ams700 device was visually inspected. One cylinder had broken fabric threads and bulged when inflated as a result of wear at a fold. The other cylinder was received severed in two parts and had broken fabric threads. The pump was not functionally tested due to the cylinder failures and contamination. The ams700 reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of wear at a fold. The analysis results are not related to the reported erosion. Corrected information: related component information: model number: 72402970, lot number: 397657005, catalog description: reservoir 65ml iz.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to erosion. A new 18cmx12mm ipp device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.